Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved in this complaint failed testing. The meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the meter was found to be missing the battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient in (B)(6) contacted lifescan to report the onetouch ultra meter was giving the error 2 error message during testing. On (B)(6) 2014, the technical service representative (tsr) spoke with the patient to obtain and verify information. The patient reported that for two months he obtained the error message error 2 on the reported meter; he was unable to obtain a blood glucose reading. The patient had no backup meter to use for blood glucose self-testing. During this time period, the patient continued to take his usual doses of the oral diabetes medications metformin and novonorm (repaglinide). On (B)(6) 2014 at 9:00 am, the patient experienced the symptoms of headache, vertigo and fainting. The patient did not administer any self-treatment. The patient did not attempt to test his blood glucose level with the reported meter. A friend contacted emergency services. Paramedics arrived shortly thereafter and tested the patient¿s blood glucose level to be 54 mg/dl. The patient was transported to the hospital and treated intravenously with glucose. After this event, the patient¿s physician decreased his dose of the oral medication novonorm (repaglinide). Troubleshooting revealed the patient¿s testing technique was incorrect by pressing the memory button during the test. The patient¿s test strips were correct. The error message issue was resolved with troubleshooting and patient education. The meter, test strips and control solution were replaced. The patient¿s testing technique was incorrect which may have contributed to the error message issue. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after the meter issue occurred and received emergency medical attention and treatment with glucose, this complaint is being reported.